Event description:
The customer reported to olympus the colonovideoscope instrument channel tube is blocked by foreign object. It was not specified at what point during use the issue was observed. The customer confirmed the patient was not under anesthesia, therefore, there was no patient involvement and no medical intervention associated with this event.

Manufacturer narrative:
The device was returned to olympus and evaluated. The customer¿s allegation was confirmed. Additionally, the evaluation found the following non-reportable malfunction(s):. Light guide bundle had breakage; switch 1 was damaged; switch 3 had a dent; light guide lens had a crack. The foreign material found has been attributed to insufficient cleaning. The customer provided the following details regarding device handling: the customer did not know the nature of the foreign material. Customer indicated they follow the correct procedures for cleaning and disinfection. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the biopsy channel was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The event can be detected and prevented in accordance with the following instructions for use (IFU): the instruction manual gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. The instruction manual gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.